Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2025 due to an implant extrusion. The patient has not been reimplanted with a new device as of this report on (B)(6) 2025. Additional information has been requested but it has not been made available as of the date of this report.